Event description:
According to the available information, the patient presented with a malfunction of the pump. The prosthesis was removed and replaced without complication.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / tubing were received for evaluation. A separation was noted on the longer exhaust tube of the pump. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached connector/tubing. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the longer exhaust tube of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the patient presented with a malfunction of the pump. The prosthesis was removed and replaced without complication.